Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after two months of the spaceoar vue placement procedure, the hydrogel seemed to be surrounded by a fluid sac, the images showed that the hydrogel is separate from the rectal wall. The patient is currently asymptomatic, there was some constipation after the placement, but not anymore. A magnetic resonance imaging (MRI) was requested to confirm the position of the hydrogel, the physician reported a potential infection.